Event description:
Sterile abscess developed at injection site 6 weeks after routine transurethral injection. Drainage procedure for relief of obstructive & irritative voiding systems required. Transurethral unroofing failed and transvaginal incision and drainage were required. Pt currently asymptomatic except for continued urinary incontinence.